Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open hemorrhoidopexy. After firing the hemorrhoid stapler, the staples were poorly formed. They were not 'b-shaped'. The donuts were formed incompletely, but the handle was fully squeezed. The staple line was fixed by oversewing with suture. The anvil could not be tilted after firing; the stapler sizers were not used. The product problem caused permanent injury due to bleeding though not more than 500cc of blood loss was reported. There was tissue damage due to the staples not closing completely but the tissue being cut. Surgical time was extended by 30 minutes or more due to the product problem. The patient's hospital stay was extended. Patient status is alive, with injury.